Event description:
A report was received that the patient was experiencing soreness at the pocket site. The physician determined that it was due to the lead extensions rubbing against the patient's skin. The patient underwent a revision where the physician replaced the lead extensions. The patient is doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-35 serial#: (B)(4) model description:scs phiii ext 35cm.